Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that in a single stored episode, this patient received inappropriate anti-tachycardia pacing (atp) device therapy followed by inappropriate device shocks from their implantable cardioverter defibrillator (ICD) device. The electrogram was noted to be consistent with supraventricular tachycardia (svt), which is an atrial-driven arrhythmia. The first round of device therapy was four bursts of atp followed by a second round of three bursts of atp, which were unsuccessful in converting the rhythm. The rhythm then accelerated, and six device shocks were delivered which were also unsuccessful in converting the rhythm and device therapy was exhausted. Boston scientific technical services (ts) discussed possible device programming options with the boston scientific representative and also indicated that other means of rate management may need to be considered. The device remains in-service. No additional adverse patient effects were reported. Additional information was received that this ICD device was returned to boston scientific. The patient had subsequently passed away and their device was returned to boston scientific more than two years after their death. No additional information was provided.

Event description:
It was reported that in a single stored episode, this patient received inappropriate anti-tachycardia pacing (atp) device therapy followed by inappropriate device shocks from their implantable cardioverter defibrillator (ICD) device. The electrogram was noted to be consistent with supraventricular tachycardia (svt), which is an atrial-driven arrhythmia. The first round of device therapy was four bursts of atp followed by a second round of three bursts of atp, which were unsuccessful in converting the rhythm. The rhythm then accelerated, and six device shocks were delivered which were also unsuccessful in converting the rhythm and device therapy was exhausted. Boston scientific technical services (ts) discussed possible device programming options with the boston scientific representative and also indicated that other means of rate management may need to be considered. The device remains in-service. No additional adverse patient effects were reported.